Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reportedly received the following results on a nano meter, compared to a professional meter, within 10 minutes: 416 mg/dl (nano) and 199 mg/dl (doctor's meter). No adverse event reported. Return of the suspect device was requested for evaluation.